Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
There was no reading observed on the (B)(4) monitor when the catheter was inserted. Pac cables were changed and still there were no readings obtained. "Test catheter" was not displayed on the machine. It indicated the inserted catheter was faulty. The event let to an increase of surgery time of 1 hour. There was no patient injury reported however, the initial operation was only to insert the camino catheter and after the catheter failure, the patient had to have another procedure to obtain icp readings. The patient was ventilated and it could only go back to the theatre (operating room) the next day to remove the faulty catheter. A codman microsensor was then inserted. Additional information received from the distributor on (B)(6) 2016: patient's underlying medical condition was traumatic brain injury (tbi). The catheter, inserted by a neurosurgeon, was used to measure intracranial pressure. The catheter was zeroed to atmosphere by using zeroing tool provided prior to implantation. The dura mater was opened per instructions for use (IFU) prior to bolt/catheter insertion. Serial number of the (B)(4) monitor used was not provided. During troubleshooting of the problem reported, the (B)(4) monitor was replaced with another monitor. The reason the faulty catheter was not removed at the time it was found to be faulty was because the surgeon was not concerned that the implantation technique was incorrect. He suspected the monitor to be faulty at that time. No other methods to monitor icp was used at the time of the incident; only vital signs and glasgow coma scale (gcs) were checked. The catheter was removed and replaced the next day on (B)(6) 2016. There were no adverse patient consequences at the time of the incident as a result of the delay in monitoring. It was reported that the patient died on (B)(6) 2016. Additional information regarding the cause of death and circumstances surrounding the patient's death has been requested. Additional information received from the distributor on (B)(6) 2016: it was reported that the patient's doctor nor the distributor never claimed that the patient's death was related to the camino catheter not working. The patient died due to complications of traumatic brain injury. The catheter fault and death are not related. No further patient information will be provided. Linked to mfg. Report number: 2023988-2016-00021 ((B)(4) catheter, death) .

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the cam01 monitor serial number (B)(4) was not returned to integra for failure analysis investigation for the reported failure ¿issue to display measurement / patient death 2 days after removal faulty catheter¿. The customer informed integra that the cam01 monitor was used in another case after this event and no issues were observed with the monitor, thus the monitor will not be returned for evaluation due to functioning correctly. DHR review was completed for cam01 monitor serial number (B)(4), work order (B)(4), manufactured in (B)(6) to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: (B)(6) 2011. The customer complaints review completed in complaint system identified no other complaints have been received to date either for (B)(4) serial number nor (B)(4). There is no service history for the cam01 monitor serial number (B)(4). A minimum of 12-month review of cam01 monitor customer complaints was completed in complaint system using the following key words ¿catheter not recognised¿ and a root cause ¿could not duplicate¿ and ¿faulty catheter¿ in the search criteria. This review encompassed from dates (B)(6) 2015 to (B)(6) 2016. A total of (B)(4) complaints were reviewed of which this is the only complaint that contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the (B)(4) identified complaint for the reported failure associated with the cam01 monitor that could not be duplicated due to faulty catheter. No trend has been identified. No review of non-conformance reports (ncrs) is deemed necessary as the root cause of the complaint incident was not determined due to cam01 monitor reported as working within specifications. The reported failure was not confirmed; from the complaint information, the patient died two days after the catheter was removed due to complications of a traumatic brain injury post construction accident; the patient¿s doctor never claimed that the death was related to the camino catheter not working, however the catheter was confirmed faulty on return from the customer; the camino monitor was reported to be functioning correctly after the event and will not be returned. No root cause can be established.

Manufacturer narrative:
The initial admitting diagnosis was head injury (post construction accident). The reason for the increase in surgery time for 1 hour was because the patient was taken back to theatre to remove the camino catheter and to insert a ventricular catheter. The monitor that was involved in the event will not be returned to integra for further investigation. The serial number of the monitor was (B)(4). It was reported that this monitor was used after the reported event on another/different patient and no errors occurred.